Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:04. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 448 to 1024 ohms peak between (B)(4) 2010 and (B)(4) 2011. The full lead was returned in segments and analyzed. No anomalies were found. The distal and defib conductors were distorted, and the defib and proximal conductors were cut. The inner and outer tubing were kinked/buckled, and both the outer insulation and the outer tubing overlay were breached cut. The outer tubing overlay was also melted and exhibited cosmetic environmental stress cracking, and the outer insulation exhibited a cosmetic depression. A white substance was found on the exposed defib coil, and the lead exhibited apparent explant damage. The analyst noted that the lead was received at analysis with the steroid ring missing. It could not be determined at this time when this had occurred.

Event description:
It was reported the lead impedance gradually increased to the threshold to trigger a lead alert. It was later reported the lead demonstrated poor sensing with t wave oversensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead impedance gradually increased to the threshold to trigger a lead alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 448 to 1024 ohms peak between (B)(4) 2010 and (B)(4) 2011.